Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b1, b2, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Cont. Section b5: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently perforated, migrated and tilted. The patient reported becoming aware of tilt and perforation of filter strut(s) outside the inferior vena cava (ivc), approximately seven years and five months post implant. The patient also reported experiencing abdominal, neck and leg pain, spasms, leg swelling, dizziness, confusion, shortness of breath, cold extremities, numbness and ulcers. According to the medical records the patient had a pre-implant diagnosis of deep vein thrombosis. The filter was placed via the left femoral vein and deployed at the level of l3-l4. The patient tolerated the procedure with no complications. A computed tomography scan performed seven years and five months post implant indicated that the filter is tilted to the right and perforated ivc. The inferior apex has perforated through the posterior wall of the ivc. The most posterior strut extends about 4 mm beyond the wall of the inferior vena cava, without organ or vessel involvement. The patient¿s medical history was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and ivc perforation could not be confirmed nor a cause determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated ivc filters and is listed in the IFU as such. Possible causes for migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in ulcers, swelling, pain, numbness and feeling of cold of the affected extremity. Abdominal, neck and leg pain, spasms, swelling, dizziness, confusion, shortness of breath, cold extremities, numbness and ulcers do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section d6: the implanted date was previously reported as (B)(6) 2011. However, the medical records confirm that the device was implanted on (B)(6) 2011.

Event description:
Additional information received per the medical records state that the indication for filter placement was deep vein thrombosis (dvt). The filter was deployed via the patient's left femoral vein. The filter was placed at the l3-l4 level. The patient tolerated the procedure with no complications. The results of computed tomography (CT) scans done even years and five months after the index procedure indicate that the filter is tilted. The apex of the filter is tilted to the right of the patient and is projected within the right lateral wall of the inferior vena cava (ivc). The inferior aspect of the filter is at the bifurcation of the inferior vena cava, just above the confluence of the common iliac veins. The apex of the filter is approximately 3. 6 cm below the level of the right renal vein which is the lower of the two veins. It was also noted the filter has perforated the ivc. The apex of the filter is not perforated, but the inferior apex has perforated through the posterior wall of the ivc. The most posterior strut extends about 4 mm beyond the wall of the inferior vena cava. There is no involvement of any of the adjacent organs or vessels.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported events seven years and five months after the index procedure. The patient reported that they have experienced abdominal pain, spasms, leg pain, dizziness, confusion, shortness of break, swelling in my legs, neck pain and ulcers. The continue to experience spasms, leg pain, redness-swelling, dizzy, numbness, cold body extremities, abdominal pain, short of breath, confusion, neck pain and ulcers.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and migrated and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by an updated legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation, migration, and tilt. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.